Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (304 mg/dl). Customer stated elevated bg was due to incorrectly counting the amount of carbohydrates they consumed. Customer declined to perform troubleshooting. A bolus was delivered to stabilize bg levels.